Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a radio frequency failed self-test alarm. The customer's blood glucose level was 123 mg/dl. The customer did not troubleshoot. Nothing was replaced or returned for analysis.